Event description:
The user's parents came to the follow up appointment holding one of the bci 602's screws in may 2021. The user had an infection on that side, and according to the surgeon the skin broke and the screw came out. The skin then completely healed.the device has been explanted to stop the infection.

Manufacturer narrative:
Conclusions: according to the received information, the device was explanted because of medical and clinical reasons, namely an infection at the implant site which likely induced displacement and extrusion of one fixation screw. The infection was already present in the peri-operative period and biofilm has been observed. Considering the timely appearance of the infection and the proper sterilization of the implant at the time of manufacturing, a probable route of colonization is represented by contamination during implantation surgery. Furthermore, ongoing infections are typically characterized by granulation tissue formation, which might exert force on the screw; in this case this likely led to progressive loosening and finally extrusion of the screw. The explanted device has been lost during shipment and is not available for investigation.this is a final report.

Event description:
The user's parents came to the follow up appointment holding one of the bci 602's screws in may 2021. The user had an infection on that side, and according to the surgeon the skin broke and the screw came out. The skin then completely healed. The device has been explanted to stop the infection.

Manufacturer narrative:
According to the received information, the device was explanted because of medical and clinical reasons, namely an infection at the implant site which likely induced displacement and extrusion of one fixation screw. The infection was already present in the peri-operative period and biofilm has been observed. Considering the timely appearance of the infection and the proper sterilization of the implant at the time of manufacturing, a probable route of colonization is represented by contamination during implantation surgery. Furthermore, ongoing infections are typically characterized by granulation tissue formation, which might exert force on the screw; in this case this likely led to progressive loosening and finally extrusion of the screw. The explanted device has been lost during shipment and is not available for investigation.this is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents came to the follow up appointment holding one of the bci 602's screws in (B)(6) 2021. The device has been explanted to stop the infection and had been shipped back to headquarters.